Manufacturer narrative:
Device was returned and analysis is currently underway.

Event description:
It was reported that a (B)(6) male patient had a perceval size 25 implanted on (B)(6) 2017. It was noted that there was a central leakage and that due to a calcified aorta the incision had to be made lower due to plaque near the fatty ring. There was not good coaptation of the three leaflets so the surgeon explanted the perceval and implanted a trifecta size 21 intra-annular without any problems. Cross clamp time was extended 51 minutes.